Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a sleeve gastrectomy, the load stopped after about 1.5cm into the firing. The surgeon tried to pull the ring handle to advance the ibeam but the handle could not be moved. He opened the load by pulling back on the black knobs. He observed that some staples were fully formed whilst others at the distal end of the load were not. He was using reinforcement material at the time. He trimmed the excess reinforcement material in preparation for the next firing. A new handle was opened at this stage. He then positioned a black reload with reinforcement material and fired the load. It was immediately noted that the tissue was being pushed distally out of the load as it was being fired. The surgeon was retracting the tissue on the remanent side but there was no retraction at this stage on the specimen side. The surgical assistant then grasped the tissue on the specimen side which stopped the spitting of tissue distally. Once the load was opened bleeding was immediately observed squirting form the staple line on the remanent side. A clip was used to achieve haemostasis. Once the resection was completed the remanent was oversewn. Upon inspection of the staple line it was noted that there was some crossover of the reinforcement material with multiple layers incorporated in some firings. There was a delay of about 25 minutes in surgical time. There was minimal blood loss maybe about 20-30 ml.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler and one reload opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Initial visual inspection of the instrument noted no abnormalities. Visual evaluation of the reload found that it was partially fired to the 4cm cut line and the anvil clamping mechanism was deformed. Microscopic examination of the reload noted damage to the cutting edge of the knife blade. Functionally, the instrument was loaded with a reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. During functional testing, the reload was loaded into a post market vigilance instrument. The interlock was overridden and the reload was applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.